Event description:
An end user contacted the manufacturer to report that she was hospitalized in (B)(6) 2011 (no exact date) and subsequently diagnosed with takotsubo cardiomyopathy. The end user stated that she had contacted her durable medical equipment (dme) supplier several times since (B)(6) 2010 to report that she felt her remstar continuous positive airway pressure (CPAP) device was not working properly after she experienced a power outage at her home. She stated that she felt she was not receiving the correct pressure from the device and was having trouble breathing at night. The end user also stated that she felt the failure of the device to provide the correct therapy pressure led to her hospitalization and diagnosis of cardiomyopathy. She denied having any cardiac problems prior to this event. The end user stated that she had used two different devices between (B)(6) 2009 and (B)(6) 2011. The first device, a remstar auto (sn (B)(4)), was sent back to the manufacturer in (B)(6) 2011, with the complaint the device was delivering incorrect (low) pressure. There was no report of pt harm or injury associated with this device. The manufacturer was unable to confirm the end user's complaint. The remstar device associated with this report was returned to the manufacturer in (B)(6) 2012 for evaluation. The allegation the device was delivering lower pressure than prescribed was not confirmed. The device was tested at 4 centimeters, 9 centimeters and 20 centimeters water pressure (cm h2o) and operated within specifications. There were no operational issues noted. The device functioned as designed, and passed all testing. A review of the pt compliance data recorded by the remstar device indicated it functioned properly while in use by the pt and provided pressures within specifications. There were no error codes recorded in the device that indicated a failure to provide therapy. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing pts weighing more than 66 pounds. A short-term loss of therapy for this pt class does not pose a significant health or safety risk. Pt labeling warns the user that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics. Although there was an allegation of device malfunction leading to hospitalization of the pt, the manufacturer concludes the device functioned as designed and did not cause or contribute to the reported event. No further action is appropriate.